Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt was reaching for something and felt his stimulation change. It was later determined that the left lead migrated and after multiple reprogramming attempts, stimulation could not be captured in the correct area. A strain relief had been used with the lead as well as an anchor and non-absorbable sutures. The doctor removed both leads and implanted the pt with a paddle lead. Stimulation in the desired area was re-captured post-operation.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.